Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead developed cosmetic mio (metal ion oxidation) while in vivo. The outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo.

Event description:
It was reported that the patient developed an infection from an unknown source and is septic/bacteremic. The implantable pulse generator (ipg) and two leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead (B)(6) 2005; e2dr01 implantable pulse generator (B)(6) 2005. (B)(4).